Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. Electrical testing found the continuity was complete in the distal conductor. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead shot up in capture thresholds shortly after implant. High thresholds were noted during the pre-op check. The lead was reprogrammed, then explanted and replaced. No patient complications have been reported as a result of this event.